Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient's nurse called and reported that in 2007, she changed the patient's infusion tubing and insulin cartridge and that afternoon the patient's blood glucose elevated to 400 mg/dl. Her normal blood glucose range is 100-200 mg/dl. The patient bolused and at 3am her blood glucose measured "hi" (above 500 mg/dl) on her blood glucose monitor and she had a headache and dry mouth. The patient bolused to lower her blood glucose, but her readings remained elevated. The nurse stated she thinks she changed the insulin cartridge incorrectly. She stated she primed the infusion set, but did not wait for insulin to drip from the infusion tubing. The nurse was assisted with inserting a new insulin cartridge and priming a new infusion tubing. The infusion device required a second prime to completely fill the infusion tubing. The nurse stated that she feels that was the issue when she performed the prime the previous day. Upon follow up the following month, the nurse reported that the patient's physician recommended that the patient inject 8 units of insulin to lower her blood glucose. After the insulin injection the patient's blood glucose returned to normal. No product will be returned for evaluation.